Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and bent cannula from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer treated with the pump. The customer stated she received a no delivery alarm when she tried to bolus with the pump for high readings. The customer stated that the site of insertion is the left abdomen area. The customer noticed the cannula was bent when she had high readings. The customer also stated that she ended up in the hospital last year for diabetic ketoacidosis. The customer's current blood glucose is 138 mg/dl.